Manufacturer narrative:
Serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the no external power alarms which were due to him tripping on the power cord for the mpu and unplugging it from the wall.

Manufacturer narrative:
Section b3: correction (event date corrected to (B)(6) 2019 following investigation). Section g3: correction. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mpu (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 3 days ((B)(6) 2019 per time stamp). No external power alarms were active on (B)(6) 2019 between 05:31:24 ¿ 05:33:32 when the patient was connected to the mpu and a loss of ac power occurred. The backup battery provided power to the system during this event. The no external power alarms cleared shortly after activating. Pump operation was not affected. The root cause for the reported no external power alarms was not conclusively determined through this analysis; however, per the additional information, it appears that the loss of power was caused by the power cord coming unplugged from the wall. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, d4: additional info.

Event description:
It was unsure to whether or not if there was a v-lock cable for the mpu; but, the cord used had a yellow lock. No further information was provided.